Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 months. The patient is ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016 the patient had tense ascites after a paracentesis. An exploratory laparotomy revealed pus and infection of the pump pocket. The patient was treated with the following antibiotics; cefepime, vancomycin, metronidazole, meropenem, gentamycin. Historically, on (B)(6) 2016, approximately on week post-implant, the patient experienced diarrhea, abdominal distention, hypotension and septic shock. The patient's stool was positive for clostridium difficile. The patient required vasopressor support, antibiotics, and continuous veno-venous hemodialysis (cvvhd) due to acute kidney injury related to the septic shock. Approximately one month later, on (B)(6) 2016 the patient again experienced septic shock related to an infected vascular catheter that was positive for klebsiella oxytoca. The patient was intubated, antibiotics were administered, and the infected line was removed and replaced. Blood cultures at the time were also positive for enterococcus cloacae. The patient's antibiotics were changed in response to the newly diagnosed infection.

Manufacturer narrative:
The specific cause for the reported event could not be determined. The patient remains ongoing on pump support and no further related issues have been reported. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.